Manufacturer narrative:
Investigation conclusion: response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results.

Event description:
Customer stated that while the 1st test was running, which resulted in a positive, there were sizzling sounds in the box. Customer provided test results from (B)(6) 2021. Technical reviewed data from the reader. (B)(6) 2021 positive, cartridge sn (B)(4), reader sn (B)(4), lot 16440d, (B)(6) 2021 negative, cartridge sn (B)(4), reader sn (B)(4), lot 16440d.